Manufacturer narrative:
Note: additional information was received from the complainant on december 09, 2025, clarified that the reported issue occurred outside the patient while unpacking. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was used in a transurethral ureteral holmium laser lithotripsy procedure. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Additional information was received on december 09, 2025, clarified that the event occurred outside the patient during unpacking. Therefore, this is considered non reportable.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient.

Event description:
It was reported that a percuflex plus ureteral stent was used in a transurethral ureteral holmium laser lithotripsy procedure. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported as a result of this event. A picture was provided by the complainant showing that the coil was detached.